Event description:
It was reported this was an arteriotomy closure of a right common femoral artery using a prostyle device after a percutaneous coronary intervention (pci) procedure with a 6f sheath. Reportedly, with two prostyle devices, after needle deployment, the operator pulled out the plunger, but the physician could not verify the suture. A new prostyle device was used to achieve hemostasis. There were no adverse patient effects and no reported clinically significant delay in the procedure or therapy. No additional information was provided. A posterior foot separation was found during evaluation of the returned devices. The location of the detached foot segments are unknown.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional device referenced in b5 is being filed under a separate medwatch report.

Manufacturer narrative:
B1: "adverse event" was added. B2: updated from na to "other serious". H1: type of reportable event updated from malfunction to "serious injury". H6: health effect - clinical code 4582 was removed. H6: health effect - impact code 2199 was removed. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
Subsequent to the initial emdr report. Additional information received stating when the devices were removed from the anatomy, the posterior foots were observed to be missing.

Manufacturer narrative:
Visual analysis was performed on the returned device. The reported needle to cuff miss was confirmed as anterior needle to cuff miss. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported issues appear to be related to circumstances of the procedure. It is likely related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment contributed to the reported suture retrieval issue. Sem (scanning electron microscope), testing was performed to verify fracture face of the separated posterior needle tip. It appears that this posterior needle tip failure was caused by an overload stress fracture (ductile rupture), producing a ductile shear fracture morphology. There also appears to be mechanical damage leaving one side of this device pushed into the lumen and causing secondary cracking on two areas of the outer edge. This posterior needle tip fracture is the mating face to the other half from submission and appears to be the same fracture mode ductile overload/ductile shear. As such, there is no indication of a product quality issue. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
Subsequent to the supplemental emdr report. Additional information received stating the foot separations were not observed during the procedure and likely occurred during device shipment.